Event description:
Customer reported he went to the emergency room but could not be treated without his parents' permission. His symptoms of abnormal blood glucose included funny breath and feeling as though he was about to pass out. Customer's blood glucose was over 200 mg/dl. He stated he treated with an insulin pen. Customer further stated the insulin pump would not turn on, following changing the battery and then alarmed with battery out limit. Troubleshooting for high blood glucose was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.